Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the monitoring voltage for this cardiac resynchronization therapy defibrillator (crt-d) was noted to be out of specification prior to implant.